Event description:
It was reported that during an ablation procedure, cold pixels were witnessed approximately 15mm from the probe. It was noted that the user let off the foot pedal once the pixels were witnessed. The physician performed a biopsy prior to the ablation procedure but did not flush with a solution. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The blue pixels in this case were accompanied by a reduction in the magnitude signal in the area. This is not an instance of "cold pixels" event but rather a drop in magnitude causing issues with the phase data which were interpreted as temperature.